Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The sensor was investigated and the issue was confirmed during testing. Drift was detected on signal and reference off channels. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. The potential cause of this issue is damage to application specific integrated circuit (asic) chip.

Event description:
On (B)(6) 2020, senseonics was made aware of an instance where the patient experienced multiple high ambient alerts leading to sensor removal and replacement.